Event description:
Reporter reports back to back testing on customer's meter to a professional meter while using the advantage system with results in the 300's mg/dl on customer's meter and the doctor's meter was reading in the range of 100 - 200's mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.